Manufacturer narrative:
Sent out clarifying e-mail to philips field and discussed issue with pse (product support engineer). Pse performed an evaluation based on the logs and strips provided by the customer. Pse concluded as following. All alarms and the arrhythmia analysis for this bedside were switched off between (B)(6) 2017 at 22:22.54 until (B)(6) 2017 at 08:13:04. Therefore it was not possible to generate an alarm for this patient on (B)(6) at around 4. The entry with ¿paired bedside alarms not suspended¿ can be ignored as this central does not have telemetry devices configured, therefore no pairing possible. From the logs it cannot be said if the alarms were disabled from the bedside or from the central. Fse was onsite and found out that at least one quickset was set up for infinite suspend, which then would prevent the alarms from turning on again after suspend is pressed. Also, the fse went ahead and changed that setting to be 3 minutes. When alarms are suspended the device normally provides visual alarms suspend message, bell x indication post incident fse ( field support engineer) collected logs and tested the device (bedside monitor). The device is working as specified and is in use again at this customer site. Fse being onsite found out that at least one quickset was set up for infinite suspend, which then would prevent the alarms from turning on again after suspend is pressed. Also, the fse went ahead and changed that setting to be 3 minutes. This is a use related issue in that alarms had been disabled and remained in that state unintentionally for over 8 hours. When alarms are disabled there are visual indicators at the bedside and central etc.¿the device was found to be configured for infinite alarm suspend and has since been changed to a 3 minute alarm suspend timeframe to better suit the customer needs and prevent any future issue with alarms being suspended for hours at a time). Post incident the fse ( field support engineer) collected logs and tested the device (bedside monitor). The device is working as specified and is in use again at this customer site.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It has been reported that during monitoring of a patient users were unsure on monitor settings and there was the allegation of a failure to alarm. The staff believe that the monitor did not alarm at all and a patient died.